Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that a balloon ruptured at the middle part in pinhole form at 6 atmospheric pressures within 3 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.

Manufacturer narrative:
(B)(6).